Event description:
It was reported that during the procedure, the specified power was not reached. The procedure was completed with this device. The patient was stable, there was no patient complication.